Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. One 6fr angioseal vip device, package tray, guidewire, guidewire holder, and hemostatic sheath were returned for evaluation. Neither the header bag nor the arteriotomy locator were not returned. The returned components were subjected to visual analysis were a blood-like substance could be seen on the tray. The packaging tray appeared bent as though significant force had been applied which caused the deformation of the plastic. The angioseal device was still in the sealed pouch. In addition to the returned components, there was a handwritten noted that stated "no dilator". Based on the returned components and a note from the facility, the complaint could be confirmed for a missing arteriotomy locator. This is likely related to the manufacturing process as the header bag should contain an arteriotomy locator prior to leaving the facility. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions . A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the 6fr angioseal was missing the dilator piece. It was reported that there was no blood loss. It was reported that the patient condition was good. It was reported that the procedure outcome was good. Additional information was received on 09/19/2017- it was reported that they used a 6fr angioseal to achieve hemostasis and it was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The conclusion code now reflects the complaint being manufactured related.